Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation, and the patient experienced heart block that required temporary pacemaker. During the case, a heart block was noticed. The doctor saw the heart block on electrocardiogram (EKG). The medical intervention provided was a temporary pacemaker, however they did not know if the patient would need a permanent pacemaker. The patient was reported to be in stable condition. It was also reported that there was fraying on one of the cables of the back patch cable. There was a bad contact message on the location screen seen on the carto 3 system. The carto 3 system displayed a pop-up message that the carto 3 system needed to be initialized. It was also reported that there was noise on the intracardiac signals seen on the recording system. There was no noise on the carto 3 system. They replaced the ic out cable and the issue was resolved. It was also reported when playing propagation, there are ripple bars that appeared on the propagation displayed on the carto 3 system. The issue was unresolved. The patch issue, noise, and software related issues were assessed as not MDR reportable.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).